Event description:
It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted dense adhesions of the small bowel to the mesh which were dissected causing serosal injuries secondary to the adhesions. He then noted that the omentum was firmly adherent to the mesh. He was forced to resect a portion of the small bowel and also removed pieces of the prior mesh implants. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/04/2022.

Manufacturer narrative:
Date sent to the FDA: 10/11/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.